Event description:
Reporter noted two pts had bullous keratopathy one day post-op. Suspects detergent used to wash handpiece wasn't rinsed out; same handpiece used on both pts. Pt 1 of 2: outcome reported as not recovered as of 08/13/2002.